Manufacturer narrative:
(B)(6).

Event description:
It was reported that during follow-up, the device was found to be in backup vvi mode. A device download was successfully performed. No patient symptoms were reported.